Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette leaked at the junction of the patient tubing and patient line connector. There was no cut, hole or disconnection of the components observed. This event occurred during the first infusion cycle of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Replace "an amia cassette" with "a homechoice cassette". The actual device was not available; therefore, a device analysis could not be completed on the actual samples. However, two (2) companion samples were provided for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified on the companion samples. Should additional relevant information become available, a supplemental report will be submitted.